Event description:
No osseointegration, 1/3 connective tissue healing, 2/3 osseous healing - removal necessary. Thread tap used, primary stability was achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, asymptomatic.